Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, e1, e2, e3, g4, g7, h2, h3, h6, h8, h10. The device history record (DHR) for the 34in (86cm) spsb cyl cuff, part number 60760000600, review could not be performed as a lot number was not provided for the reported event. On 08 jul 2019, it was reported from clinique kennedy that a 34in (86cm) spsb cyl cuff had an air leak. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was an air leak during the testing of the new device at the time of reception. There was no patient involvement or adverse events as a result of this malfunction.